Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that suspected reference frame movement could have led to the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was observed to the left and right directions following screw placement. A second image acquisition confirmed the imprecision. The imprecision was reported to be about five millimeters. The surgeon opted to continue with navigation following a confirmation fluoro image acquisition. Despite the reported imprecision, the screws were not revised. There was a reported delay to the procedure of 30 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.